Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The patient was treated with injection netilmicin (50 mg, frequency and route not reported) and injection targocid (400 mg, alternative bags, frequency and route not reported) for peritonitis. The cause of peritonitis was unknown. Patient outcome was not reported. Dianeal therapy was ongoing. No additional information is available.